Event description:
Customer states device not downloading. Black device base around connector pins appears to be melted. A request was made for the return of the suspect device and replacement product was sent.